Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements on the right atrial (ra) lead. In addition, noise oversensing was noted on the ra lead. As a result, a signal artifact monitor (sam) episode was stored. No adverse patient effects were reported. This ra lead remains in service.